Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), which was never implanted, was selected for laboratory testing. There were no field allegations or complaints against this device.